Manufacturer narrative:
Update to h10: investigation could not be completed due to lack of information. Lot number, reader serial number or cartridge serial number were not provided.

Event description:
Customer reports employee received a false positive result on (B)(6) 2023 using the cue covid19 test for home and over the counter (otc) use (cartridge sn, lot number, reader sn not provided). Individual tested negative with a binaxnow rapid antigen test on an unknown date. Although requested, customer did not respond to technical supports three attempts to obtain further information.

Manufacturer narrative:
Device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided limited information regarding the suspected false positive result. The investigation is still in process. Findings and the conclusion will be provided in a supplemental report after the investigation has been concluded.